Event description:
Report from the USA stating that the device "runs hot." It is known that the device was used during surgery. It was reported that there was no injury or medical intervention involved with this event. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).